Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin was squirting out during the manual prime process. Customer's blood glucose level was 239 mg/dl. Customer also stated that the stuck in rewind bolus delivery loop and they did not receive 2nd series of beeps nor did numbers appear on the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but failed during prime or a33 test due to protruded drive support disk.